Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. There is a battery charge failure problem, power management order is required. After further investigation it was determined that the device is not covered by warranty. Case has been closed with no repair. It is unknown what the outcome of the service event was and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17809.

Event description:
Philips received a complaint on the v60 ventilator, indicating that there is "no charge of the battery." It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).